Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that high blood glucose event started when they changed their site. Customer did a bolus to bring their blood glucose down. Customer stated that they were in auto mode until they were kicked out. Customer received that they received sensor updating alert. The insulin pump will not be returned for analysis.